Event description:
Additional information later reported that the hcp saw the patient for her final post-op appointment and the patient was doing well and getting good therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was reported that the entire catheter was to be replaced the day of the report. The catheter was removed due to an infection and it was believed the catheter was eroding through the skin. The patient¿s spasticity was not as well controlled with oral baclofen as it had been with intrathecal delivery. Per the reporter the patient¿s catheter had been removed due to an infection a few months ago and the reporter believed the catheter was beginning to erode through the skin. The pump was left in place with the old sc connector and a short piece of the old catheter. Nothing was left in the intrathecal space at the time of explant. Small segment was left attached to the pump in the pump pocket. It was removed prior to implant of the new catheter. The reporter did not believe the pump pocket was opened when the catheter was removed. The hcp would not consider replacing the pump at the time of the catheter replacement as he did not believe the infection had spread to the pump. The catheter was replaced as planned and connected to the existing pump. The pump was used to deliver gablofen. No patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.